Event description:
When the coblator procise max wand was plugged into the generator, it defaulted to coag zero and cut three and did not work. It was supposed to default to coag seven and cut three. The instrument was removed from the field.